Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric and 100% stenosed proximal right coronary artery. There was resistance with the anatomy when advancing a 3.75 x 8 mm nc trek balloon catheter for pre-dilatation. The balloon ruptured at 8 atmospheres during the first inflation. A pinhole was observed outside the anatomy. A new 3.75 x 8 mm nc trek was used for pre-dilatation and the procedure was successfully completed by implanting a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, guide cath: heartrail jl4 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.